Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6943 implantable tachy lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the lead had high impedance. The lead was capped and not replaced due to superior vena cava (svc) occlusion.no patient complications have been reported as a result of this event.